Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer stated that the insulin pump alarms would no longer had audio and it would only vibrate. The customer did hear the beeps when the audio volume settings were saved. The customer reported that they did not hear the differences between the two audio beep volumes (1 & 5). The customer was advised to revert to backup plan as per the healthcare professional¿s instructions. No harm requiring medical intervention was reported. The device will not be returned for analysis.